Event description:
Acute necrotizing dermatitis after use of dermabond prineo. On (B)(6) 2022 75 year old have right total knee arthroplasty at the (B)(6) hospital. Wound closed with sub circular sutures, wound mesh and dermabond prineo glued. On (B)(6) 2022 entire right leg pruritus and erythematous wound care given. Severe blistered rash noted in area 5x12 around incision. Profound rash and pruritus. Lesion ¿propazafid by non-exposed sites." Enclosed photos do not define the degree of redness or blackened areas. It is known that a previous exposure can sensitize patient and result in future exposure rash. Skin testing pretreatment can itself be sensitizing. This drug is mutilating to those who have allergic response.